Event description:
The pt had undergone bilateral mastectomy for breast cancer in the past, followed by reconstruction with silicone implants. She had previously sustained ruptures of those implants which were then replaced at a later date. She was found to have nodular lesions, adjacent to the capsule on the right, but somewhat remote from the capsule on the left and in a different subfascial plane. The left implant was marked 300cc."